Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog # 3501660 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had a mentor smooth round moderate profile 375cc saline prosthesis placed experienced spontaneous left sided deflation post procedure. The deflation was diagnosed by a physician. As a result, an explant is planned for (B)(6) 2010.

Manufacturer narrative:
Additional information was received on 08/14/2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 475cc saline prostheses was performed. The investigation of the returned device was completed by the failure analysis lab on 08/27/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The analysis results showed a crease on the anterior view. Leak testing revealed a tear measuring approximately 0.1 cm within the crease and a leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).